Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
(B)(4) support rod of budde halo was reported to have damage to the locking mechanism. The customer alleges this is a product fault rather than customer user error. The unit was not in contact with a patient however there was a 15 minute delay in surgery and there was no injury to the patient.